Event description:
It was reported that the patient presented in-clinic after receiving a patient notifier trigger. Low, out of range high voltage lead impedance was observed. The physician elected to continue to monitor the patient via remote transmission.